Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00778.

Event description:
A second revision due to an infection was reported. It is reported the implants were originally implanted in (B)(6) 2016, however the exact date is unknown. It is reported that on (B)(6) 2016, the patient returned to the hospital with redness around the wound. It is reported a biopsy of the area was taken and sent to pathology. It is reported that on (B)(6) 2016, the patient returned with pus discharging from the biopsied area. It is reported the surgeon performed an emergency revision of the implant on (B)(6) 2016. It is reported the patient is being treated for an infection with no plans to replace the implant.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00778-1.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was returned in bio-hazardous condition. The part could only be visually inspected through the biohazard bag. Upon visual inspection, dry blood and discoloration is visible indicating that this part has been implanted. The part was returned with the plates and screws still fixated to the htr implant. No visible defects or anomalies can be found on the returned assembly. These implants were removed in a revision due to infection; therefore the complaint is considered confirmed. No details were provided as to the type or cause of the infection. No scans, x-rays, pictures, or physicians reports were provided. For these reasons, the most likely underlying cause of this complaint could not be determined. All implants in this complaint are provided unsterile and are meant to be sterilized by the facility upon reception of the product. There are no indications of manufacturing defects. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00778-2.